Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. The customer's blood glucose level was 569 mg/dl. If it says "correction injection via mdi"". Reportedly, customer delivered correction injection via manual insulin therapy to address the elevated bg.